Event description:
The customer reported, "gib communication problem." The field engineer reported that the system was down. There is no report of patient injury.

Manufacturer narrative:
A ge representative performed an onsite investigation. The dc power plugs were reseated. The system was then found to be operating as intended.